Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of display issue. The unit was triaged and the customer¿s reported condition was confirmed; symptoms found due to a faulty overlay with a flat power button that would not allow the unit to power on. Also found the back case was cracked in several places indicated damaged due to misuse. The potential root causes are excessive damage due to customer misuse. Unit was cleaned, repaired, tested and recertified per procedure. The unit is in proper working condition. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s lcd display was not working. The device won¿t turn on. Upon communication with the customer, on (B)(6) 2017. It was discovered that the screen was not legible as lines on the screen were there with power on and power off.